Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited sensing noise. No intervention was performed. The physician decided to continue monitoring. There were no patient consequences.